Event description:
It was reported that a cgm error 42 occurred after the pump recently came out of storage mode. There was no adverse impact to the customer's blood glucose level. The caller was advised by technical support to wait 20 minutes before starting a sensor session and was guided through the pump reset process. After the reset, the error did not reappear, and the caller acknowledged the instructions provided.